Event description:
It was reported that the lead was explanted and replaced due to sensing difficulty, loss of capture, and threshold increase. No patient complications were reported as a result of this event.